Event description:
Event description guidant received information that this ventricular implantable lead exhibited loss of capture, in the form of a ventricular tachycardia episode, and recorded a lead impedance measurement over 2,500 ohms in bipolar configuration. In unipolar configuration, the lead impedance measurement was within normal limits and capture was observed.